Manufacturer narrative:
Pump was received with blank display due to damaged battery tube. Unable to verify damage battery cap due to pump was received without the original battery cap. (B)(4).

Event description:
The customer reported via phone call that they received two insulin pumps that were damaged. The customer¿s blood glucose level was unknown. The customer reported that the battery compartment was damaged. The customer reported that the box was partially crushed, battery won't fit in and the battery cap won't tightened up. The customer also reported that the insulin pump has cosmetic damage. Customer also reported that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.